Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pulmonary bioprosthetic valved conduit was implanted in a 9 month old patient. One year 2 month post implant, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received information that the reason for replacement was due to severe pulmonary regurgitation and tricuspid regurgitation. Updated medical history corrected aware date. If information is provided in the future, a supplemental report will be issued.